Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, display functionality was lost when scrolling through images in the tensor prep in the stealthviz application software. It was reported that the issue was replicated three times and could exit the software prompting the system with crtl+shift+delete. It was reported there were ~100 patients in the cranial application software. Once 130 patients were deleted, the exams were deleted from the lupe without resolution as the issue occurred. It was noted that the issue was isolated to stealthviz. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734165r, serial/lot: (B)(4). Analysis of the returned transceiver found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734165r, serial/lot: unknown, a medtronic representative went to the site to test the equipment. The issue was confirmed and the transceiver was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated it was determined the transceiver needed to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue could be replicated on the navigation system during troubleshooting and that the issue could not be replicated on the user's laptop. The exams were provided to medtronic for review. It was reported that the reported issue could not be replicated.